Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer obtained a questionable result for one patient sample using the elecsys troponin t stat assay (tnt-hs) on the cobas e 411 immunoassay analyzer (e411). All results are in units of ng/ml, and all had data flags. The initial result was 0.165. This result was not released outside of the laboratory. The sample was repeated with a result of <0.010. The sample was repeated on another e411 with a result of <0.010. The patient was not adversely affected. The tnt-hs reagent lot number is 21415801 with an expiration date of 01/31/2018. Calibration and qc were acceptable on the date of the event; therefore, a general instrument or reagent issue could be excluded. A review of the alarm trace did not indicate an issue. The field service representative inspected the instrument and completed performance testing, which was successful. It was noted that the customer used 13x75mm tubes without the recommended rack adapters. A specific root cause could not be identified for this event. Additional information was requested for further investigation, but was not provided. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.